Manufacturer narrative:
Review of the egms confirmed the inappropriate therapies were a result of noise recorded by the device. Bench tests found that the noise was not caused by the electronics of the device. The vring septum was found damaged and body fluid was observed underneath. It is believed that the noise was caused by the damaged septa.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The physician believed there was a problem with the lead or device.